Event description:
Customer reported that insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge.